Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) blood got into the machine during use. However there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). Additional customer contact information: name: (B)(6). A getinge field service engineer (fse) was dispatched to investigate. No evidence of blood in unit. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.